Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2017 (little over a week). It was reported the pump was dual beeping (critical alarm). The last refill was on (B)(6) 2017 when the patient was implanted. The patient did not realize she was due for a pump refill and did not realize her pump was making the noise. The patient was not feeling as well and feeling like she does not have morphine in the pump. The patient was out of town in (B)(6) and was not going back to (B)(6) until (B)(6) 2017. The patient was seeking a healthcare provider in the area to follow up with. No further complications were reported.